Manufacturer narrative:
B5 - describe event or problem updated. H6 - device codes updated.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified distal end of the right coronary artery. After a 6f sal 1.0 guide catheter was engaged and double guidewire technique was performed, a 3.00x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the tip of the stent was damaged. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. It was further reported that the tip of the catheter was found damaged and not the stent itself.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 3.00x28 mm stent delivery system was returned for analysis. The device was returned with the stent expanded, damaged and moved over the partially deflated balloon. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted. Balloon folds are partially open, and crimp markings are visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified distal end of the right coronary artery. After a 6f sal 1.0 guide catheter was engaged and double guidewire technique was performed, a 3.00x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the tip of the stent was damaged. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. It was further reported that the tip of the catheter was found damaged and not the stent itself. It was further reported that accidental pressure was applied to the delivery system after withdrawal of the device.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified distal end of the right coronary artery. After a 6f sal 1.0 guide catheter was engaged and double guidewire technique was performed, a 3.00x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the tip of the stent was damaged. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.